Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which it passed. The force feature was working properly, and the force sensor values were within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On 6/28/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown, st. Jude medical sr0 8.5fr fast-cath sheath, model # 406853, lot number unknown, st. Jude medical generator, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive. Physician decided to use general anesthesia and evaluate for a pericardial effusion/cardiac tamponade via transesophageal echocardiogram. Tamponade was confirmed and pericardiocentesis yielded an unspecified amount of fluid. Blood pressure stabilized. Remainder of procedure was aborted. Patient was admitted to the intensive care unit for monitoring. Patient required extended hospitalization as a result of the adverse event. Patient condition is improved. Procedure was delayed by 30 minutes. Patient was under general anesthesia for 30 minutes. Physician did not believe that the delay/cancellation could have caused or contributed to a death or a serious injury to the patient. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event was that it was related to procedure and patient condition. No transseptal puncture was performed. Sheath used was a st. Jude medical sr0 8.5 french fast-cath. Generator was set on power control mode at 35 watts with temperature cut-off of 65 degrees celsius. Generator settings were not reported. Power was not titrated. Overall ablation time at the site of injury was 1 minute and 42 seconds. Irrigated catheter flow was set at 17ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment.